Event description:
A us distributor contacted zoll to report that a patient passed away while wearing the lifevest at dialysis on (B)(6) 2021. It was reported that ems was called and performed CPR. Per clinical review of the continuous ECG recording, the device was started up at 22:03:17 on (B)(6) 2021. The patient was in af at 60 bpm with CPR/motion artifact at 10:50:55. The patient's rhythm then degraded to vf with CPR/motion artifact and electrode lead fall off at 11:35:33. CPR/motion artifact and electrode lead fall off prevented the lifevest from detecting the vf arrhythmia. The patient's rhythm was obscured by CPR/motion artifact and electrode lead fall off from 11:50:24 until the electrode belt disconnection at 12:23:51. It was not reported who disconnected the electrode belt.

Manufacturer narrative:
Device evaluation of the monitor and electrode belt has been completed. The evaluation included review of downloaded software flag files on the day of the event and incoming functional testing. During the incoming functional testing, a 1hz simulated normal sinus rhythm signal was applied to the ECG electrodes, followed by a 5hz simulated treatable arrhythmia signal which verified proper performance of the detection algorithm. During the transition to the 5hz signal, the device was confirmed to properly enter into a treatment sequence which includes a verification of the tactile vibration alarm, audio messaging, and siren alarms, as well as a test of the pulse delivery circuitry. The pulse delivery circuitry test verified proper charging of the high voltage capacitors and proper delivery of five full energy 150j biphasic pulses. The functional testing confirmed proper response button functionality, ECG acquisition, detection algorithm performance, and pulse delivery functionality. There is no indication of a product malfunction. Device manufacture date: monitor 06/25/2015, belt 09/19/2014.